Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ehpxc5na unit went down and one station was affected, shown as not communicating and operating on offline mode. As a result, nurses were unable to pull medication specifically melatonin for two different patients, as the item was greyed out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user was unable to pull melatonin for two different patients. A field service engineer (fse) performed diagnostics were used to remove all cubie pockets, debris was cleared from the drawer, and row tray connections were reseated. The drawer was reassembled. The mlm was found unplugged with over 600 pending print jobs in the queue; settings were reconfigured, the queue was cleared, and label printing was tested successfully. The customer confirmed labels printed properly. Half height main drawers 2 and 4 were found to have faulty rails. The issue was initially reported as a bad cubie pocket causing station failure. Both half height drawers were proactively replaced, reassembled, and verified operational. The system functioned as intended after the field service engineer repaired the device.